Manufacturer narrative:
A review of the manufacturing paperwork is going to be conducted. Additional information along with images of the event were requested. Lot numbers were requested and not provided to gore. A review of the manufacturing records for the device was not completed as no lot numbers were available. As the date of original tag device was implanted and the date of migration are unknown, the date of events was 2009 (the date of the second endovascular procedure).

Event description:
On an unknown date, the patient was implanted with gore tag thoracic endoprosthesis (tag3415/unknown) to treat a thoracic aortic aneurysm. It was suspected that the device migrated distally. In 2009, another gore tag thoracic endoprosthesis (tag3415/unknown) was implanted as an extension, which intentionally covered the left subclavian artery. To maintain patency in the left subclavian artery, another, unspecified graft was used. The patient tolerated the procedure.